Event description:
The caller reported the patient's existing trach was being replaced and the doctor performing the cannulation stated that he had difficulty passing the tube, and there was a gap between the obturator and trach tube. The patient developed pneumomediastinum, a right pneumothorax, and coded. This required a chest tube to be placed. According to the caller, the patient is currently doing ok. They did not know how long the previous tube was in the patient prior to this change. The caller stated that the new tracheostomy tube was not able to be inserted in the patient due to the inability of the tube to be smoothly inserted in the patient by the doctor. The doctor decided not to use this tube on this patient, and grabbed another new tube. The exact date of the event is unknown.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.